Event description:
It was reported that after a da vinci-assisted simple prostatectomy surgical procedure, the 8mm tenaculum forceps instrument had a loose cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the proximal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. The complaint was confirmed by failure analysis.